Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester reported unexpected low results when performing inratio testing. The results were as follows: (B)(6) inratio: 1.0, retest: 1.5. Historical inratio inr was provided: (B)(6) inratio: 2.1. Patient self tester's therapeutic range is: 2.0-2.5. There were no changes in patient's medication and he was taking his coumadin in alternating daily dose of 3/3.5mg.

Manufacturer narrative:
The customer did not provide a comparative for the reported inratio inr values. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 372984a meets release criteria. The product performed as expected. A review of the manufacturing records for lot 372984a did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.